Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer's insulin pump vibrate anomaly. Customer's blood glucose was 6.4mmol/l at time of incident. Customer advised to replace pump. Insulin pump will not be return for analysis.

Manufacturer narrative:
Insulin pump was unable to vibrate during self-test due to broken vibrator black wire. Insulin pump passed idle current test, run current test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test and rewind test. Insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked reservoir tube lip and broken belt clip slot.